Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). When asked what actions were taken to resolve the patient¿s inability to urinate, the hcp stated the patient had post-void residual, which was normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the therapy to help with bladder incontinence, and the trial had worked great and they had a steady stream. The patient stated they had been having a problem with the permanent implant because no matter what setting they tried, they were urinating frequently, about an 8th of a cup every 15 minutes. The patient reported that the night before the report they weren¿t getting rid of the urine all of the time, so they were holding it, and it was getting very painful and they couldn¿t urinate. Syncing with the programmer showed stimulation was off at 0.0 v. The caller stated they turned the ins off and it seemed like the patient was able to pee now, but they were having incontinence now. The patient was on program 3 and increased from 0.0 v to 0.5 v where they felt it in the correct area. The patient was redirected to their healthcare provider if the problem did not resolve. No further complications were reported.